Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported being admitted to the hospital on (B)(6) 2010 due to unexplained elevated blood glucose. The patient's husband stated that the morning of the report the patient's blood glucose measured 24.8 mmol/l (446 mg/dl). The patient was able to lower her blood glucose by injecting insulin. At the time of the report, her blood glucose measured 14 mmol/l (252 mg/dl). Her normal blood glucose level is 5 mmol/l (90 mg/dl). The patient's husband stated that he has noticed blood in the infusion tubing. No further information is available. The infusion device was replaced and requested to be returned for evaluation.